Manufacturer narrative:
(B)(6). (B)(4). Location : hospital. Neither the product nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that patient underwent initial surgery for l5 pars defect with no anterior column support on (B)(6) 2015. Additional surgery was performed to remove metal,placement of bone graft on (B)(6) 2015 in which the screw was implanted to replace a broken screw that was implanted on (B)(6) 2015. It was reported that on an unknown date, post-op, right sacral screw broke. No fragments of the implant remained in the patient. Pain and clicking sound was reported as complications. Patient is currently recovering from removal surgery and awaiting fusion from bone placed at removal time.

Manufacturer narrative:
Product analysis :visual examination of the mas bone screw confirmed bone screw complete fracture near the base of the bone screw head. Visual and optical inspection of the bone screw surface did not identify material defect near the area of crack initial propagation which could contribute to crack growth. Optical examination of the fracture surface noted smearing. Microscopic examination of the fracture surface identified ratchet marks and progressive convex striations, which are indicative of fatigue to mechanical failure of the implant. Dimensional inspection of neck diameter confirms conformance to print specification. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implant components. The above observations are consistent with cyclic fatigue.